Event description:
It was reported that the customer was hospitalized for low blood glucose. Caller stated that the customer had unexplained high blood glucose for two days and she went unconscious prior to hospitalization. She also stated that the customer was connected during rewind and prime and also treated with glucose tablets. Troubleshooting was performed, and the insulin pump passed the displacement and self tests. Nothing further was reported.

Manufacturer narrative:
The insulin pump was unable to prime during prime test, due to faulty force sensor. Unable to perform the basic occlusion, occlusion, and excessive no delivery alarm test due to prime anomaly. Scratched display window noted during visual inspection.